Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient's ipg would no longer take a charge and patient lost therapy some months back. The ipg was deemed to be inoperable. As such, surgical intervention may be pending to address the issue.